Event description:
The reporter states that the customer felt hypoglycemic and obtained a blood glucose result of 218 mg/dl on the accu-chek advantage meter. The reporter fed the customer soup and the customer felt better within 15 minutes of treatment. New system sent and return requested.